Event description:
Report received of a detachment of the motor shaft extension of the pump. The pump was returned to the hospital's biomedical department with a complaint indicating the the "plastic sleeve falls off the motor." The hospice nurse reported the event occurred during use in the pt's home during set-up. The customer contact stated "the nurse pushed it back on" and completed the therapy. They stated they do not have any info regarding pump programming, medication being delivered, or if there was a delay in a critical therapy. There was no reported adverse pt event. Though requested, no further info was provided.